Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported false negative reaction with a patient with a previously confirmed anti-e to cell# 3 homozygous e donor on the 0.8% resolve panel a lot# vra203. Customer reports all other e positive donors on the listed panel had reacted 1+. Customer ran tests in manual gel with both 15 min and 30 min incubation time with the same negative result. No incorrect or erroneous results have been reported as a result of this concern. All listed ocd products have been confirmed to have normal appearance and have been stored according to the package insert indications.